Event description:
The medical center had an impella cp supporting a patient when after 26 minutes the pump was explanted due to flow/suction alarms. Upon inspection on the benchtop the impeller blade was found to have breakage. This was not observed by the medical center team.

Manufacturer narrative:
The returned pump was visually inspected and no abnormalities were observed. The pump was run in a basin of water and pump flow was 3.0 l/min with suction. A broken impeller blade was observed. The cause of the issue was fractured impeller blade(s). The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. Possible interaction with pci catheter.